Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. DHR review was preformed and no problems or issues were identified during the DHR review. No fault found.

Event description:
Information was received that this smiths medical cadd solis vip pump "failed flow test by - 8.6 percent". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.